Event description:
It was reported that towards the middle of a da vinci s hysterectomy procedure, while performing a right pelvic lymphadenectomy using the monopolar curved scissors instrument (mcs) with the tip cover accessory installed, the patient's right iliac vein and artery were cauterized. The planned procedure was completed with a replacement tip cover accessory and delayed 30 minutes as the surgeon stitched the burnt bowel. No additional pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The accessory and instrument have not been returned for eval. The root cause of the customer reported failure mode cannot be determined, however, the account indicated that the electro surgical generator settings used during the surgical procedure were set at 45 watts which is higher than isi's recommended settings. If the accessory or instrument are returned for eval, a follow-up MDR will be submitted.